Manufacturer narrative:
Evaluation of the returned device did not confirm the reported issue. The device functioned as expected and was within acceptance criteria. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Customer reported the mixer reed alarm is not functioning properly when tested with air and oxygen interdependently. Customer changed out reed valve and alarm still does not function properly. The issue was discovered at in-coming inspection and no patient incident was reported.